Event description:
The hospital reported they had two suspected cases of chemical burns but could only confirm one case. The doctor reported two nurses had switched tasks for approximately one hour. The nurse that was assisting during the procedure in question had reportedly thought the endoscope had been irrigated when, in fact, it has not. The doctor reported the patient's chemical burn was caused by the nurse not properly irrigating the endoscope. The procedure was completed with the same device. The doctor reported the patient's burn was not serious. No medical intervention or patient treatment, if any, was disclosed.